Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that backup vvi (bvvi) mode was observed. The physician will replace the device. The patient is stable.

Event description:
New information notes that the pacemaker was explanted and replaced on (B)(6) 2023. During the explant procedure it was not possible to detach the ventricular lead from the pacemaker header, so the physician implanted a new right ventricle lead during the same procedure. Patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of device in the backup mode and inability to remove lead from the header were not confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Related manufacturer reference number:2017865-2023-00558. New information notes that the pacemaker was explanted and replaced on (B)(6) 2023. During the explant procedure it was not possible to detach the ventricular lead from the pacemaker header, so the physician implanted a new right ventricle lead during the same procedure. Patient was stable.

Manufacturer narrative:
Correction: b5.